Event description:
The philips bench reported that the device¿s hv capacitor required replacement. The customer did not initially report any malfunctions with the hv capacitor. There was no patient involvement.